Event description:
It was reported that the customer wasn¿t thinking clearly, and they accidentally delivered a 20-unit bolus with their pump. The customer's blood glucose (bg) level subsequently decreased and displayed as 'low' on the continuous glucose monitor (cgm). The customer drank ginger ale to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.